Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during set up of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The nurse believed that this is due to improper set up of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the rn later found out upon doing home visit that hp was ahead of the machine. Rn then taught the hp the correct way of setting up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.